Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that sugars were in the 500mg/dl range. The customer reported that yesterday she took the pump off and covered with shots. The customer treated the high blood glucose by changing out the site, bolusing and with manual injections. Patient's current blood glucose was 200 mg/dl. The customer treated for high blood glucose with manual injections. Based on customer report customer does not allege pump was under delivering. Customer does not have a tubing clamp available. The insulin pump will not be returned for analysis.